Event description:
It was reported that during implant the right atrial (ra) lead dislodged. It was also noted that the helix would not extend or retract after 20 turns. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, and visual summary analysis of the lead indicated damage at implant and stretching. The analyst commented that the lead was returned with the helix fully retracted with tissue visible in it. The tissue was removed with alcohol and the helix then extended and retracted normally.